Event description:
The device was used during an unspecified procedure. Reportedly, the shaft of the instrument disengaged. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.